Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The product support troubleshot this issue with the customer over the phone. It was identified that the clamp at the inlet side of the blower not securing the boot. The reported the broken clamp was replaced and secured boot to the blower. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported the system leak test failed. It was not in use on a patient at the time of the event occurred.